Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had high blood glucose value and was hospitalized in 5 days. Customer's blood glucose value was over 300mg/dl and 320mg/dl and customer was admitted with the value of 348mg/dl. Customer was disconnected from pump was on pens. Insulin pump will not be returned for analysis.